Event description:
Caller reported a cgm error and engaged with technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through the process, which successfully resolved the issue without the cgm error recurring.